Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1027. Reference MFR report: 1627487-2012-1028. It was reported the patient has no stimulation. A sjm representative met with the patient and determined both leads had high impedances. Reprogramming did not resolve the issue. The patient is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.